Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, the atrial lead exhibited loss of capture and sensing. Further investigation revealed that the atrial lead had dislodged. The lead was repositioned on (B)(6) 2019 with no complications. No patient symptoms were reported and the patient was in stable condition post procedure.